Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a device replacement procedure the surgeon noticed an insulation breach in the right ventricular lead. It was further reported that there was a visible break distal to the terminal pin, low lead impedance and an increase in threshold measurement compared to before the replacement procedure. An attempt to repair the lead was made, however the electrical measurements did not change. The lead was capped and abandoned and a future replacement is planned. No patient complications have been reported as a result of this event.